Event description:
A customer contacted baxter's technical service center to report his supply bag became separated from the cassette lines during therapy on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy early. Product surveillance contacted the hp regarding the reported event. The hp stated that the lot number was unknown. The hp was able to resume therapy with new supplies. The hp stated he is doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the home patient, the sample was discarded.